Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a 32-inch teflon 6 mm inset infusion set, with blood glucose reaching 522 mg/dl and remaining elevated for approximately five hours despite infusion set changes and alerts for high glucose. Symptoms included hyperglycemia without reported ketone testing, dizziness, loss of consciousness, diabetic ketoacidosis, or need for medical intervention. Outcomes included use of subcutaneous fast-acting insulin as backup therapy, temporary disconnection from the device per guidance, replacement of the infusion set, completion of fill tubing and fill cannula steps, resumption of insulin therapy, and subsequent return of glucose to range. Investigation included troubleshooting and education with review of infusion set function and pump handling steps. Investigation of this case revealed no evidence of a bent cannula or infusion set defect, and the specific device-related cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.